Manufacturer narrative:
Patient information is not available for reporting. Exact date of symptom onset is unknown. This report is for an unknown quantity of screws (three or more). (Other): without a valid part and lot number, the UDI is not available. The original implant procedure was performed on an unknown date. The patient¿s scheduled revision surgery was cancelled; instead, the patient may possibly undergo amputation of the effected limb. The complainant part is not expected to be returned for manufacturer review/investigation. PMA# unknown, as specific part and lot numbers for the complainant screws were not provided. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that x-ray(s) taken on an unknown date revealed possible infection of a patient's left distal fibula. The image(s) also revealed a gaping wound surrounding what appeared to be a one-third tubular plate and three (3) visible screws, although it is possible that there were additional screws involved. There was no apparent product malfunction observed with any of the devices. The original plan was for the patient to undergo revision the day after the x-ray(s) were taken, but that procedure was cancelled. The patient may be rescheduled for an amputation at a later date. No additional information is available at this time. This report is for an unknown quantity of screws. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Patient underwent an amputation of the left distal fibula on an unknown date, (B)(4). This report is for two unknown cortex screws/unknown lots. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had an infection and delayed healing in the lower leg due to a gaping wound. The original implant date is unknown which consisted of synthes implants of one unknown plate, two cortex screws, and one unknown locking screw. The revision surgery for hardware removal was never scheduled due to infection; the patient was treated with antibiotics. It was reported that the patient did return for an amputation of the left distal fibula on an unknown date. There was no reported product problem and the patient status outcome is stable. This report is for two unknown cortex screws.